Manufacturer narrative:
The user facility did not provide any patient or device codes on their user facility report. Codes were derived based on the information provided by the user facility in block b5 of the user facility medwatch report and information documented by a (B)(4) tech support specialist in response to a phone conversation with the user facility rep. The following information concerning the evaluation of the device is a summary of the information documented by the (B)(4) tech support specialist in response to a phone conversation with a (B)(4) and the spi test data sheet submitted to (B)(4). There was no failure reported by the user facility to the (B)(4) when they requested that the device be picked up. The (B)(4) which services the (B)(4) service tech ran the device through a complete calibration and checkout (spi) to ensure that it meets all factory specifications. No problem was found with the device. Upon completion of the spi, the device was returned to the rental pool. (B)(4) has made arrangements to have the device returned to the manufacturing plant in (B)(4)for further evaluation. Once the evaluation is complete, (B)(4)will submit a f/u medwatch report.

Event description:
The following description of the event was copied from the user facility medwatch report rec'd by (B)(4)2010. "Title:xxxxxx. Event desc: mean airway increased & amplitude decreased. Vent would not stop running even when disconnected from the pt. Health professional's impression: there was not an adverse event. The pt was removed from the ventilator and bagged until the ventilator could be replaced. No adverse reaction due to the malfunction. Device usage problem: "device malfunction - that is, the device did not do what it was supposed to do".